Event description:
A dialysis home patient reported a system error 2240 alarm in dwell 3 of 4 during treatment on homechoice device. The pt reported, during troubleshooting, finding a leak from the pt line of the homechoice set. No add'l info is known concerning this incident. Co made several unsuccessful attempts to reach the home patient. According to the pt's dialysis nurse, she knew of no medical intervention/no pt injury associated with this incident.